Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00327, 0002648920-2022-00254.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. The same day, the patient was diagnosed with bilateral lower lobe pneumonia through chest x-ray. The patient was placed on augmentin for 7 days. The pneumonia resolved 3 weeks later without further complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 (UDI); g3; g6; h1; h2; h3; h6; h10 procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Pneumonia is a well-known postoperative complication that typically requires medical intervention and possibly even hospitalization for more aggressive medical management. Within a two-hour postoperative window, the protective reflexes of the oropharyngeal passages are depressed, and the patient can aspirate. The reason for postoperative pneumonia is typically due to aspiration of subglottic secretions containing bacteria. Once the bacteria enter the respiratory tract, they can replicate and advance into aspiration pneumonia. Patient that have known history of respiratory or lung diseases such as copd, asthma, or are immune suppressed are at increased risk for developing this complication. Pneumonia is a procedural related complication resulting from intubation during the procedure and is considered a hospital-acquired condition. As the complaint indicates, a postoperative complication of pneumonia developed, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.